Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was unable to be implanted as the physician encountered difficulties using the delivery system to position the device. The system was removed and a new system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4.4 cm and 5.3 cm from the distal end of the delivery system. The inner shaft is kinked at 2.3 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.